Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced incontinence due to fluid loss. The aus was damaged during a hernia repair surgery, a cut in the tubing heading to the pump was identified. The hernia is not related to the device. A surgical procedure was performed during which the entire aus was removed and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced incontinence due to fluid loss. The aus was damaged during a hernia repair surgery, a cut in the tubing heading to the pump was identified. The hernia is not related to the device. A surgical procedure was performed during which the entire aus was removed and replaced. No further patient complications were reported.